Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. The jaws were received open and loaded with a fully fired sulu. The sulu was reloaded with staples and applied to the test media with appropriate staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing the rectum resection during an open high anterior resection procedure, the surgeon fired the device but some oozing bleeding occurred. The leakage probably pertains to staple malformation caused by tissue intussusception. The site was additionally supported. The double stapling technique (dst) reconstruction was performed and the patient is under watch and wait. The surgical time was not extended and no additional tissue resection is required. There was no tissue damage. No patient status reported. They sutured the leak site to resolve the issue.